Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/21/2015 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, defects were noted in the acetabulum. The stem is being added to the complaint. The stem remained in situ. This complaint was updated on: 02/09/15.

Event description:
Update rec¿d 11/10/2014 - ppd with medical records received. Doi and dob provided. Part and lot for adapter sleeve updated. Patient revised to address metallosis. Only the first page of the revision medical record was received. The information received does not change the MDR decision. This complaint was updated on: 12/05/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.